Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm, instructed the caller to remove the cartridge, deliver a bolus, and reload the cartridge. The bolus was completed successfully, and the caller was able to reload the cartridge and resume insulin therapy, resolving the issue.